Event description:
The customer reported via phone call that they received a compromised force sensor system alarm during a reservoir change. Customer's blood glucose was 80 mg/dl. Troubleshooting found the customer's drive support cap appeared to be protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the lcd window, cracked lcd window, scratches on the reservoir tube window, broken belt clip slot, and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.